Event description:
(Pc) leaked a yellow sticky ooze into bathroom drawer [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Consumer was calling about thermacare heat wraps back wrap, size large. She had 2 separate packages and they had been stored in a bathroom drawer. The house was temperature controlled and they hadn't gotten overheated. Both packages had leaked out of their wrappers, the wrappers had not been opened. They leaked a yellow, sticky ooze in the drawer. She wanted to know how to clean up the ooze in the drawer. It was like a thick syrup and it didn't wash off with soap and hot water. It was solid but sticky. She knew not to use the product. She did see that the product was recalled for leakage. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: the patient reported that the heat wrap leaked a yellow sticky ooze into bathroom drawer. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed. Comment: the patient reported that the heat wrap leaked a yellow sticky ooze into bathroom drawer. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Event description:
(Pc) leaked a yellow sticky ooze into bathroom drawer [no adverse event] case description: this case has been considered invalid since there is no indication that the consumer experienced an event under product thermacare, just product complaint. This is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Consumer was calling about thermacare heat wraps back wrap, size large. She had 2 separate packages and they had been stored in a bathroom drawer. The house was temperature controlled and they hadn't gotten overheated. Both packages had leaked out of their wrappers, the wrappers had not been opened. They leaked a yellow, sticky ooze in the drawer. She wanted to know how to clean up the ooze in the drawer. It was like a thick syrup and it didn't wash off with soap and hot water. It was solid but sticky. She knew not to use the product. She did see that the product was recalled for leakage. As of 11apr2019, consumer said the thermacare wrap did not leak. She said something else in her drawer leaked that caused the thermacare wrap to "melt" and impacted the packaging of the thermacare wrap. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow up (11apr2019): new information received in response to the query included: product information (deny the leakage of thermacare wrap).